Manufacturer narrative:
(B)(4). The device was manufactured between july 10, 2013 - july 11, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had small black spots in the ¿active side¿ of the pump. This occurred before filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection of the unit found a tiny solid black speck approximately 0.20 square mm in size, on the surface of the white mesh filter which confirmed the reported condition. The tiny speck was in the fluid path. No other test was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The ft-ir analysis produced infrared spectra with absorptions consistent with calcium carbonate. The operators perform %100 visual inspection; however, it is possible for an operator to overlook this defect, though no cause was able to be determined. As a corrective action, a quality alert was issued on (B)(4) 2014. Should additional relevant information become available, a supplemental report will be submitted.